Event description:
The patient was replaced due to prophylactic replacement. The explanting facility historically does not return explanted devices so the device has not been received to date. No additional or relevant information has occurred to date.

Event description:
It was reported in clinic notes received for the patient¿s replacement that the physician was surprised at how quickly the battery was depleted. The generator had been implanted for two years and was at intensified follow up indicator: yes. Device history records for the generator were reviewed, and the device passed all specifications prior to device distribution. The device was found to have been manufactured using the laser routing process. Programming data was reviewed for the generator, and there was evidence that the device had prematurely depleted. No other anomalies were seen. An internal investigation was completed on premature battery depletion events. The results of the investigation observed premature battery life indicator was most likely caused by conductive debris from the laser-routing process, which resulted in leakage paths. This finding is indicative that the generator will reach true end of service earlier than expected. Surgery is likely but has not occurred to date. No additional, relevant information has been received to date.